Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, ubd: unknown, UDI#: unknown, g2: this event occurred in south korea, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that instruments were not being recognized. However, the system operated normally during system inspection and during surgery. There was no patient involvement. Additional information was received. To investigate further into the issue, a surgical operation was observed. The electromagnetic controller was reconnected, the cable, electromagnetic interface box, and emitter were connected. The system was rebooted and checked. The system performed as intended.